Event description:
During ercp spkinectomey, dr. Had cautery settings on coag #3 and cut #3. After several attempts at trying to cut the pancreatic and comon bile duct. Dr. Order increase cut level to #4. After several attempts per dr., on the 4th attempt stated "it cut too much" abdominal x-ray taken. Patient to ccu. Exploratory surgery later that evening.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.